Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Low vibration due to malfunction with the main oscillator board, no power to unit due to an open condition in the power supply board. Dead batteries in wireless foot pedal. Air leaking from the manifold assembly, kink in air supply hose, clogged duckbill filter causing poor air/powder flow. Continuous water leaking due to debris buildup in the water system not allowing the solenoid to close completely, wrong or missing water filter affecting water quality.

Event description:
While using a g132 scaler, they can't clear the service light, leaking at the tip, the hp/tip is overheating; no injury resulted.